Event description:
It was reported that during an unknown procedure, the device delivered two clips at once and then jammed. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.